Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the patient had the history of aortic replacement to y-graft against aaa. Tevar against a regional dissecting aneurysm of descending thoracic aorta was performed from right femoral artery at (B)(6) 2018. The y-graft met a requirement of blood vessel diameter to pass through a thoracic stent graft but there was a slight bent on the y-graft. Therefore, the physician chose zenith alpha thoracic (zta-p-42-173-w1). After the stentgraft was placed in the target lesion(zone 4), type1a endoleak was found to exist. The physician carried out a touch-up ballooning with tri-lobe balloon (gore) and the type 1a endoleak was disappeared. Although there was a slight flow suspected to be type2 endoleak, the physician decided to take a wait-and-see approach and finished the procedure. On (B)(6) 2018, post-procedural angiographic CT scan was carried out, which confirmed the flow suspected to be type 2 endoleak still remained there. The physician decided to monitor the patient and take another CT scan once again three months later. The planned CT scan was carried out on (B)(6) 2018. This time contrast media was not used because of the patient's chronic renal failure. Only the diameter of the aneurysm was evaluated from the CT images. During the imaging, something like a dissection was found around the proximal end of the stent graft (zta-p-42-173-w1) and thus, additional CT scan with contrast media was carried out. It was revealed that the finding was a retrograde stanford typeb dissection at the proximal part of the stent graft. The disappearance of the type2 endoleak observed on (B)(6) 2018 was also confirmed from the CT images. The stanford type b dissection had not reached the ascending aorta and the false lumen had been closed by thrombosis. Also, the patient's blood pressure was normal. From these facts above, the physician decided to take a wait-and-see approach without any additional treatments against this. Patient outcome: monitoring the situation. Follow-up CT scan will be carried out on (B)(6) 2018. The physician is thinking about the additional treatment, if the false lumen expands.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6) 2019 from user: "the stanford type b dissection was not observed in the CT images that was taken 5 days after the tevar. During the deployment of the stentgraft (zta-p-42-173-w1), the proximal part of it(bare arraignment stent) was bent against the lesser curvature due to the pro-form tie and therefore, touch-up ballooning had to be performed with tri-lobe balloon(device from other medical device company) to fix it".

Manufacturer narrative:
Manufacturer ref# (B)(4). H6) c22 - device used for indication outside of intended use. Summary of investigational findings: retrograde stanford type b dissection is reported. This complaint concerns a patient who underwent tevar against a dissecting aneurysm of the descending thoracic aorta on (B)(6) 2018. A zenith alpha thoracic stentgraft (zta-p-42-173-w1) was placed in the target lesion (zone 4). During deployment the proximal part of the device was bent against the lesser curvature and a type 1a endoleak was observed. Touch-up ballooning was performed and the endoleak disappeared. The endoleak is addressed in pr (B)(4)(3002808486-2019-01395). From CT scan of (B)(6) 2018 (without contrast media) a possible dissection was suspected around the proximal end of the stent graft. Additional contrast CT was performed, and a retrograde stanford type b dissection at the proximal part of the stent graft was observed. The stanford type b dissection had not reached the ascending aorta and the false lumen had been closed by thrombosis. Also, the patient's blood pressure was normal. The physician decided to take a wait-and-see approach without any additional treatments against this. According to additional information, the physician has commented that the stanford type b dissection was not observed in the CT images that was taken 5 days after the tevar. Pre-implantation and four months post implantation ctas have been provided for the investigation and reviewed by an expert imaging reviewer. As per the imaging review, a new dissection at the proximal end of the bare stent along the outer aortic curvature is confirmed. The original lesion was an unusual type b dissection focally involving the mid descending thoracic aorta. Zones 3 and the intact portion of zone 4 were diffusely dilated. The iliac and femoral arteries were also diffusely dilated. As per imaging review, because along the outer aortic curvature, the bare stent was separated from the adjacent stent body by 8mm and because the aorta although tortuous was stable in length over 5 months, the sealing stent could not have migrated along the outer aortic curvature where the dissection developed. The user additionally commented that there was a possibility that the molding balloon could have caused the dissection. However, as per imaging review the inner aortic curvature and the bare stent were normal on CT. The bare stent was not bent. The new dissection originated from the outer posterior curvature. The angioplasty was likely unrelated to the new dissection. Additionally, as per impression of the imaging reviewer, because the sealing stent barbs were distal to the dissection, they are excluded as a cause. The imaging reviewer commented that diffuse ectasia the descending thoracic aorta and iliac arteries along with a history of prior aaa repair and the likely development of dissection in the absence of hypertension indicate poor arterial wall integrity. The zenith alpha grafts have not been formally evaluated in patients having dissections and it has not been possible to determine the cause of this event. However, the imaging reviewer noted, that an extremely fragile aorta coupled with relatively rapid accommodation of the 10% oversizing likely led to an entry tear at an outer curvature bare stent apex. The device history record was reviewed with no evidence to suggest that the device was not manufactured according to specifications. As per IFU shipped with this device, the zenith alpha thoracic endovascular graft is indicated for endovascular treatment of patients with aneurysms of the descending thoracic aorta, and the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patients having dissections. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.